Event description:
Info received indicates there is intermittent power to the bed. The bed was in storage.

Manufacturer narrative:
The technician found a crack in the power cord but no wiring was exposed. He replaced the power cord to repair the bed.